Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent thoracoscopic anterior superior lobe lobectomy due to pulmonary nodules. During the procedure, it was noted that the stapler did not completely cut the anastomotic tissue. The surgeon immediately manually cuts and completed the procedure. There was no patient injury.